Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D6: d6b. If explanted, give date: unknown. D9: device availability: unknown / not provided. H6: event problem codes: patient code: 1690. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
This complaint refers to the treatment for infection. Doctor reported that after 2 weeks of implantation at tooth site 24 there was infection with abscess formation. Despite of incision, intensive flushing and antibiotics pus was formed and in the end, implant had to be removed. (B)(4).